Event description:
The clinician reports the implant was inserted (B)(6) 2014 in fdi 13. Ridge augmentation. On (B)(6) 2020, fracture of the implant was verified. No product was returned to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.